Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the bag had remaining fluid. Subsequently, patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame. No adverse effects were reported.